Event description:
Initial reporter stated an end user had purchased this year and the seat is cracked. In speaking with the reporter of this event, no injury occurred. The device was replaced without incident.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. The age of the device is unknown. The owner's manual part number1148075, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner¿s manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.